Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis but the reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.25x20mm nc trek balloon catheter advanced to the circumflex (cx) coronary artery, moderate to heavily calcified lesion. An attempt to inflate the balloon to 17 atmospheres was performed, however per angiography, the balloon failed to inflate. The device was removed without reported issue and another nc trek was used in replacement. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.